Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305904, batch # 4088725. Verbatim: "please see attached. We had a needle get stuck in a multi vial vaccine." No patient/user impact detailed from customer.

Manufacturer narrative:
(B)(4). Follow up it was reported the needle get stuck in a multi-vial vaccine. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a needle sticking into a vial rubber stopper and a syringe with a needle hub missing the needle. There is also a packaging blister top web. No other information could be obtained from the photos. A device history record review was completed for provided material number 305904, lot 4088725. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.